Manufacturer narrative:
The 510(k): k912469 & k083641. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Supplier reported on behalf of customer that bivona cuffless pediatric tracheostomy tube was damaged at the flange while conducting a tie change at the patient's home after hours of use. It was reported that the tube was used 2 times and the duration of tube usage was 2 weeks. The tube was cleaned with boiling water and held with marpac tracheostomy tube holder with twill ties. The tube was changed every 4 weeks. Additional information has been requested; if received, a supplemental report will be sent.

Manufacturer narrative:
MFR# clarification: new registration number (B)(4) has been received, however, this initial MDR was filed under the prior registration number (B)(4).

Event description:
Additional information was received that the patient can't breathe without a tracheostomy tube however not ventilator dependent. This occurrence didn't contribute to a patient injury.

Manufacturer narrative:
One portex® bivona® uncuffed neonatal and pediatric tracheostomy tube was returned for evaluation. The device was returned in a used condition and without its original packaging. Visual inspection of the device showed that the device had marks on the eyelets of the flange. One wing of the neck strap was also damaged. A review of the manufacturing process for a similar product was conducted; personnel had up-to-date certification and no damage was detected on the assembly units. A review of the testing and inspection documents was conducted and considered adequate. Based on the evidence, the root cause was attributed to damage that occurred after the product left the manufacturing facility. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).